Manufacturer narrative:
The product is not available for return as it was discarded. The complaint description is consistent with the presence of an irrigation hole punch from the yellow irrigation sleeve associated with this device. The sterilization and lot history records were reviewed and found to be acceptable. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The disc-like particle is consistent with an incomplete sleeve punch. The supplier has taken corrective action to address this issue. The investigation is complete.

Event description:
The user reported that a disc from the yellow silicone phaco sleeve which is normal punched out from the tip was not fully removed from the sleeve and during the case the yellow silicone disc appeared in the anterior chamber. Which required the surgeon to remove with urata forceps. Scrub threw away after case. No patient injury occurred.